Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), 3 years, 6 months, and 23 days post-implant of a 26mm sapien 3 ultra valve in the pulmonic position within a failed 25mm magna ease, the 26mm sapien 3 ultra valve required intervention due to stenosis. The peak gradient was 49mmhg and mean gradient was 30mmhg. The patient was experiencing exercise intolerance, shortness of breath, fatigue and chest pain, hypoxia with minimal activities. The operator ballooned with a true balloon and then implanted the 23mm sapien 3 ultra resilia without complication. The patient was sent to recovery and subsequently discharged. According to the medical records, the patient was experiencing progressive shortness of breath and fatigue with activities and cardiac exam was significant for lower hypoxemia with lower preductal sp02. An echocardiogram showed increased gradient on the sapien valve/pulmonary stenosis and subjectively decreased right ventricle (rv) systolic function compared to prior. A tte was provided that showed the neo-pulmonary sapien valve, mean gradient of 30mmhg, and mild insufficiency. Another tte s/p transcatheter pulmonic valve replacement (tpvr) showed no significant pulmonary stenosis and no pulmonary regurgitation.